Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation conclusion: problems traced to design/ design features of the device that do not support or interfere with the intended purpose of the device.

Event description:
It was reported that this pacemaker system triggered an alert for lead safety switch (lss) due to right ventricular (rv) lead high out of range pacing impedance measurement of greater than 3000 ohms. There was no oversensing observed. Troubleshooting was discussed with the physician. No adverse patient effects were reported. Additional information were received, stating that no intervention were made. The physician will continue monitor the patient at this time. The device remains in service. No adverse patient effects were reported.